Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the cgm kept asking to calibrate and it stopped giving readings. The sensor was inserted in the abdomen. Because the patient was asleep, they did not notice the messages on the cgm. The tandem insulin pump stopped infusing insulin. The patient was unable to do a finger stick at that time. He was weak and his fiance brought him to the hospital. A bg finger stick by a nurse was 684 mg/dl and he was admitted to the hospital for treatment of diabetic ketoacidosis (dka). He received IV insulin and he was discharged from the hospital two days later. He recuperated at home and was feeling better. Data was provided for investigation. The allegation was confirmed via data as the device entered once-per-day-cal mode after the sensor code was entered. The probable cause could not be determined. No additional patient or event information is available.